Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a foley catheter. The customer reports the patient in question had two days post-op following a radical prostectomy. At approx 1450 hours on the (B)(6) 2014, the patient's wife reported that the catheter had come out. When the nurse went into the room, the patient had the catheter in his hand. On examination of the catheter it appeared that the balloon holding the catheter in situ had burst. Re-catheterization was attempted on the ward but was unsuccessful so the patient was returned to the theater for flexible cystoscopy and re-insertion of the catheter.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway, upon completion, the results will be forwarded.